Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent hysterectomy on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/4/2015. It was reported that patient underwent diagnostic laparoscopy and lysis of adhesions, laparoscopic robotic hysterectomy with bso, extensive loa and bilateral ureterolysis on (B)(6) 2010 due to abdominopelvic mass, extensive pelvic adhesions, nausea and vomiting. No additional information was provided. (B)(4).